Event description:
It was reported that while investigating an image quality concern, testing was performed to evaluate the coil. While scanning a phantom, with the coil covers removed, arcing was observed on circuit boards that are internal to the coil. The circuit boards are separated from the pt by air space, and flame rated plastic. No injury related to this issue has been reported.